Event description:
It was reported that the device rubber band became dislodged. No patient injury reported.

Manufacturer narrative:
One leg holder was returned for evaluation. Visual assessment shows someone has taped the rubber pad onto the mounting post. The rubber pad is not intended to be secured to the mounting post. The rubber pad helps secure the medial pad component to the mounting post. Further investigation is not required at this time.